Event description:
It was reported the patient presented in the clinic for a follow up. Upon interrogation, the right ventricle lead exhibited failure to capture. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.